Event description:
The surgeon reported that the icm125v4 12.5mm implantable collamer lens was rec'd broken, and he does not want to implant.

Manufacturer narrative:
(B)(4). Eval conclusion: based on the complaint history, we were unable to determine an specific root cause of the event. (B)(4).